Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads, failed for high impedance, and displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report the device had error 0x501 was observed during review of the device history logs. However, the device was put through extensive testing including the periodic self-test, multiple shock testing, and functional testing wihtout duplicating the report. An internal inspection of the device found no discrepancies. The main board was replaced as a precaution. The customer's report the device had errors 0x231 and 0x505 were not replicated or confirmed. The device was put trough extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.